Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per customer: the sensor allegedly works 60% of the time. Customer says that there is no tip tracings every third or fourth time. Device marking issues where the screen goes grey while placing a PICC.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of failure to obtain ECG readings was unconfirmed. Functionality testing performed at the service facility found the tracking and ECG readings to be correct as received. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. No other functionality issues with the equipment were found during evaluation/servicing. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per customer: the sensor allegedly works 60% of the time. Customer says that there is no tip tracings every third or fourth time. Device marking issues where the screen goes grey while placing a PICC.